Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer service engineer (cse) evaluated the ventilator and was unable to duplicate the reported malfunction. The unit was found to be operating within the manufacturing specifications.

Event description:
It was reported that during patient use, after a breathing circuit was replaced, a ventilator respiratory rate increased from 16 to 30. Another circuit was connected with the same result. Although, the device did not stop cycling, the patient was transferred to another ventilator without harm.